Event description:
A kit called slidex rota kit 2, used for detecting the antigen of the group of viruses called rotavirus, and marketed by biomerieux vitek, with offices at 595 angium drive, hazelwood, mo 63042, states in its package insert "do not interchange reagents between different lot numbers. However, the kits contain three vials each with a different lot no, and the box contains a yet different number. How is the customer to know whether the vials were assembled correctly by the MFR if there are no clues as to which numbers go together and which ones do not match? At the very least, the box or the package insert should give a key to the lot numbers of the vials that belong in that box.